Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a manufacturer representative stated that a connectivity test did not pass; however, impedance measurements for all electrodes were approximately 700 to 1200 ohms. The representative reported that the patient had 64001 and a 64002 pocket adaptor, and that one channel of the 64002 adaptor was unused. Tss confirmed that the connectivity check will test all ports; therefore, connectivity will not pass because the 64002 adaptor is in use. During testing, the patient reported a shocking sensation in the neck. The manufacturer representative provided additional information indicating that the physician and the patient believe that it is resolved.